Event description:
A report was received stating the patient had a severe stroke and requested that the precision system be explanted. The patient is reportedly doing well.

Manufacturer narrative:
Patient weight not available. Device was not returned to bsn for evaluation. Additional suspect devices involved in the event: model: sc-3138-25 description: scs lead extension- 8 contacts (25cm) model: sc-2138-50 description: linear lead (phase iiia) this is the final report.